Event description:
It was reported that prior to device change-out due to normal eri, externalized conductors were observed on the chest x-ray. The lead was capped and replaced. The patient was pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.